Manufacturer narrative:
Product ID 39565-65, serial# (B)(4); product type lead product ID 37754, serial# (B)(4); product type recharger product ID 37746, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported that there were impedances greater than 40,000 ohms. Intra-operatively all impedances showed normal limit range. Impedances were checked prior to coiling the extra lead behind the implantable neurostimulator (ins) and suture pocket. Impedances were checked during recovery and were showing greater than 40,000 ohms. An x-ray was done and all contacts of lead and header block were lined up, x-ray looked good. Stimulation was turned on and patient was getting bilateral left coverage. Patient was still under general. Additional information received reported that the patient¿s impedances resolved within a half hour. Patient was getting coverage where needed.